Manufacturer narrative:
This complaint was filed in error. The information has been reassessed and it was determined that the reported issue is not a reportable malfunction. There will be no additional reports filed against this complaint.

Manufacturer narrative:
Submit date: 12/2/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a scd controller. The customer states that there are exposed wires on the power cord. There was no patient harm and the complaint record states that no additional is available.